Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. The data and information provided by the customer were reviewed and supported the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 74294ud00. A review of tracking and trending for the alinity I stat high sensitivity troponin-I assay (list number 04z21) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot number 74294ud00 and the complaint issue. Additionally, in-house testing of a retained reagent kit of lot 74294ud00 was performed. All specifications were met, indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer¿s issue. In this case, a fibrin strand in the sample may have been aspirated during one of the repeat runs, which could explain the variability in results. Based on our investigation, the alinity I stat high sensitivity troponin-I lot number 74294ud00 is performing as intended. No systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided: sample ID is (B)(6). 1st sample result was 8.584 ng/l. 2nd sample result was 17.380, repeated 47.210 / 7.737 / 6.240 ng/l. 3rd sample result was 6.154 ng/l. (Lab ranges: male patients: < or = to 35 ng/l; female patients: < or = to 14 ng/l). No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided: sample ID is (B)(6). 1st sample result was 8.584 ng/l. 2nd sample result was 17.380, repeated 47.210 / 7.737 / 6.240 ng/l. 3rd sample result was 6.154 ng/l. (Lab ranges: male patients: < or = to 35 ng/l; female patients: < or = to 14 ng/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.